Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 209 mg/dl. The troubleshooting was performed. The customer stated that the cannula is bent and that was the reason for no delivery alarm. The patient said that she will changed infusion set and did not need to remain on the line. No further assistance needed.